Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that did allege insulin pump was under delivering. Insulin pump was customer¿s blood glucose was 300 mg/dl at the time of incident and current blood glucose 154 mg/dl. Customer was treated with manual injection. Customer was performed displacement test and the test was passed. Customer assisted with performing the high pressure test and the test was on. Customer wishes to check for the presence of leaks or air bubbles in the tubing. Troubleshooting was performed. The insulin pump will not be returned for analysis.